Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump powered on normally with no issues. The pump was exercised for a 24hr duration period with no issues or unprompted bolus deliveries. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on the keypad. The complaint was not able to be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were extra bolus deliveries in the pump history. The reporter stated that the patient had a blood glucose level under 70 mg/dl but over 40 mg/dl and there were no symptoms of hypoglycemia. The alleged blood glucose excursion does not meet the criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.